Event description:
During sps small surgery, the surgeon did not notice that the sterilization time for the screws had exceeded. Five screws were implanted. The sterilization time limit for four screws was (B)(6) 2010 and the sterilization time limit of one screw was (B)(6) 2010.

Manufacturer narrative:
Device remains implanted. Additional info has been requested and if received will be provided on a supplemental report. Same pt as MDR 8031020-2010-00086, MDR 8031020-2010-00087, MDR 8031020-2010-00089. MDR 8031020-2010-00090.